Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension tubing was also returned. The optical fiber was also found to be broken approximately 22.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.038cm in length. The optical fiber was also found to be broken at this location. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4). Supplemental: correction, additional information and device evaluation.

Event description:
It was reported that the iab catheter was in use on a patient with coronary heart disease. It was reported that on (B)(6) 2016 the iab catheter pump alarmed check "iab catheter" 4 times. The catheter was checked and therapy was continued. The catheter was then observed to have blood in it. The pump was switched to standby, the catheter was disconnected and saved for evaluation. It was not reported if the catheter was replaced. Therapy was reported to last for 12 hours. The patient was reported to pass on the same day. The facility does not attribute the death to the device.

Manufacturer narrative:
The product is promised for return but has not yet been received. As a result, we are unable to complete an evaluation. We continue our good faith efforts for the return of the product. A supplemental report will be provided if new information becomes available. (B)(4).

Event description:
It was reported that the iab catheter was in use on a patient with coronary heart disease. It was reported that on (B)(6) 2016 the iab catheter pump alarmed check "iab catheter" 4 times. The catheter was checked and therapy was continued. The catheter was then observed to have blood in it. The pump was switched to standby, the catheter was disconnected and saved for evaluation. It was not reported if the catheter was replaced. Therapy was reported to last for 12 hours. The patient was reported to pass on the same day. The facility does not attribute the death to the device.